Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device never stopped delivering the therapy even with the alarm, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation established a relationship between the reported failure and the device. A defective dc inlet port was identified as the cause, preventing the unit from charging and operating on mains power. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed with further instances recorded, these instances are currently being monitored to determine if additional actions are required. This investigation is now complete and root cause has been recorded as individual component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. H11: supplemental MDR sent on 17-feb-2020 stating event was no longer reportable was incorrect. Event still meets reportability criteria.

Event description:
It was reported that the battery no longer charges. The event happened during treatment and there was no back up available. No patient harm was reported.